Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d1: brand name, d2: common device name, d4: model number, serial number, lot number, expiration date, primary unique device identifier (UDI) number, h4: device manufacturing date, h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 24-mar-2026 against "lot number" 6012103 and similar malfunction codes: insertion site egress - trace moisture / superficial wetness, leakage from infusion site (cannula base part/cannula) (specific cause not identified).the review confirmed that lot 6012103 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 24-mar-2026 against "lot number" criteria equal 6012103 and similar malfunction codes insertion site egress - trace moisture / superficial wetness, leakage from infusion site (cannula base part/cannula) (specific cause not identified). The count of complaints is 2. The complaint number is (B)(4). Device history record (DHR) review: the lot 6012103 was manufactured according to the work instruction (wi) version 82 and manufactured in the multivac m08 on 14/mar/2025 with a total of (B)(4) units. The sub-assembly, of the lot 5c00144 was manufactured according to the wi version 29 and manufactured in the quickset line, on 10/mar/2025, with a total of (B)(4) units. The sub-assembly gluing of tubing of the lot 5c00159 was manufactured according to the wi version 42 and manufactured in the gluing machine 04-08, on 09/mar/2025, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6012103 and related malfunction codes for insertion site egress - trace moisture / superficial wetness. Two complaints were identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced infusion set leakage event on (B)(6) 2025. The leakage was in the tubing. The infusion set was in use for two hours. The site of insertion was abdomen. The patient stated that there was a smell of insulin as leakage on site. No further information available.